Event description:
Related manufacturer reference number: 3006705815-2023-06059 , related manufacturer reference number: 3006705815-2023-06060. It was reported that both patient¿s leads migrated and the ipg is inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.